Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that he was implanted with cartiva on the right side on (B)(6) 2018. Patient has not been revised and does not allege that a medical provider has recommended a revision, however, patient claims reduced mobility and ongoing pain due to the implant.